Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that the device did not start. There was no patient harm. Identification of issue has been done by analyzing problem description. The issue was reportable as it may lead to stop of ventilation. Based on provided information, the transformer needed to be checked. Further inspection revealed that the device was switching on (the issue was not confirmed), however low pressure alarm was showing frequently. The 10000 hours maintenance kit has been replaced. The root cause for the reported problem could be related to expected wear and tear.